Manufacturer narrative:
It was reported that the patient contacted the site on may 6 2014 mentioning he had experienced electrical fault alarms. Per the patient, it lasted a few seconds and resolved. The site reviewed the driveline connector and contamination could be seen. A manufacturer's representative went to the site and identified contamination within the driveline connector pins and residue inside the driveline lumen. A cleaning procedure was performed after the patient was moved to the ICU, cannulated twice to have access in case of an emergency, administered IV fluids and oxygen via face mask. It was reported that the patient's inr was 3.1 prior to the procedure. The patient felt dizzy during the first 20 seconds of the cleaning and later lost consciousness. It took an additional 20 seconds to restart the pump on the original controller since ongoing alarms were present and the pump did not start on back up controller. The patient regained consciousness a couple of seconds after the pump restarted. Patient slightly disoriented in the beginning, but after some moments he was fully aware again. The cleaning cycles were repeated two more times where patient again lost consciousness. The patient recovered consciousness quickly after restarting the pump during both cycles. It was reported that the patient was feeling well after the procedure and electrical faults were not reproducible. The root cause for the reported "electrical fault" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use (ifu00001, rev. 21 & ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller; note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site the patient contacted the site on may 6, 2014 mentioning he had experienced electrical fault alarms. Per the patient, it lasted a few seconds and resolved. The site reviewed the driveline connector and contamination could be seen. A manufacturer's representative&#2071;as scheduled to go over to the site and perform a cleaning procedure.